Manufacturer narrative:
The tears seen at explant were confirmed. Leaflets 2 and 3 were torn. There was fibrous pannus ingrowth on the outflow surface of leaflet 1. No inflammation, significant calcifications, or stent deformation was found. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. Additionally, x-ray examination of the stent did not show evidence of deformation. The cause of the non-calcific leaflet tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, an aortic valve replacement (avr) was performed and a 21 mm sjm trifecta valve was implanted in the aortic position due to aortic stenosis and regurgitation. There was no problems found in the (B)(6) 2018 echocardiography. Aortic regurgitation was observed in (B)(6) 2018 echocardiography. On (B)(6) 2019, a re-do avr was performed and the trifecta valve was explanted and replaced with a 19 mm sjm regent heart valve. Upon explant, the physician observed tears on the ncc (non-coronary cusp) nadir, and between the rcc (right coronary cusp) and lcc (left contrary cups) commissure toward the rcc direction (tear from the top of the stent). Patient was reported to be stable condition.